Event description:
It was reported that a hydroview intraocular lens was implanted on (B)(6) 2001 and explanted on (B)(6) 2012 due to opacification of the lens. The lens opacification was noted on (B)(6) 2010. This occurred in the pt's left eye. The lot and serial number were not provided, therefore, it has not been possible to determine whether the model number is 1.0.

Manufacturer narrative:
The lens was returned for analysis. The lens optic was received in two pieces with one haptic attached to each piece. The optic has a cloudy white appearance. An alizarin red s chemical stain test was performed to determine if calcium is present on the lens. Large areas of the optic turned red confirming the presence of calcium deposits on the lens optic. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium unto the surface if the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. The lot number of the explanted lens could not be obtained. Therefore it is unk whether the iol is a hydroview 1.0 model, and a review of the lot history record could not be performed.